Event description:
When instrument was fired, the anvil bent and staples malformed. Opened the pt and completed procedure open. No additional info. Note: this instrument was not resterilized or reprocessed. Acct. Rep. Does not know whether a staple line reinforcement was used, but will call with any further info.